Event description:
It was reported that the sheath introducer was inserted in the pt for use with a swan ganz catheter. As the nurse was preparing to discontinue the catheter, the hemostasis valve/sideport was inadvertently disconnected from the sheath introducer. The pt developed respiratory distress and air embolism was suspected. The pt progressed to a full respiratory arrest and CPR was not successful. The hosp has attributed this event to user error.